Manufacturer narrative:
As received, reported event for neurostimulator does not recharge was not confirmed. The ipg was functionally tested to manufacturing specifications using the auto tester and passed all tests indicating the ipg functioned as intended. The device was fully charged and subjected to a battery burndown test, which confirmed the device was returned with stimulation hours of approximately 82.98 hours, which exceeds the calculated expected hours of 82.89 hours. Event remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that device was unable to be charged due to the device having premature battery depletion. A different charging system was used however was unsuccessful in charging the device. Patient was receiving stimulation and the impedance values were normal in range. The device was explanted, and a new device was implanted as a result. The new device was successfully programmed. There were no complications during the procedure. Patient was stable.